Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported capsular contracture, baker grade iii- IV. This record is for left side. Device remains implanted.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade iii- IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported capsular contracture left baker grade iii- IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: white particles observed in the surface of the shell. Observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii-IV. Device has been explanted and replaced.